Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an episode of noise that resulted in oversensing and inappropriate high voltage therapy that was delivered. It was suspected that the inappropriate therapy was delivered due to the device programming. However, the cause of the noise was suspected insulation damage on the right ventricular (rv) lead however, an x-ray did not reveal insulation damage. A provocative test was performed and rv lead noise was not reproduced. Technical support was contacted and recommended lead replacement. The device was reprogrammed as an interim solution prior to procedure. The rv lead was capped and replaced. The patient was in stable condition.

Event description:
Additional information was received indicating that rv lead was partially explanted.

Manufacturer narrative:
As received, a partial lead, connector end, was returned in one piece. The reported events of noise and insulation anomaly could not be confirmed. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies with the exception of procedural damage.